Event description:
It was reported that the patient received inappropriate shocks and coded at some point around the time of the shocks. There was t-wave oversensing (twos) and high short interval counts (sic) noted on the right ventricular (rv) lead. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).